Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was "fading" and parts of the display were missing. The customer's blood glucose level was 124 mg/dl. Reportedly, the customer was able to interact with parts of the pump. It was indicated that the customer would continue to use the pump for insulin therapy.